Manufacturer narrative:
The reporter responded to ventec's requests for additional information regarding the patient. As a result, sections a2 (age, dob), a3a (sex), a3b (gender), a4 weight, a5 (ethnicity), a6 (race) and b7 (other relevant history) have all been updated accordingly.

Manufacturer narrative:
The reporter, a respiratory therapist (rt), advised ventec that after she changed the device's internal bacterial filter the reported issue could no longer be duplicated. The rt advised that they do not plan on returning the device to ventec for evaluation. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device's patient circuit disconnect alarm was not working as expected. There was patient involvement associated with the reported event. The reporter advised that when the patient was no longer on the device, that it did not provide a patient circuit disconnect alarm. There were no reports of patient harm as a result of the reported issue. Ventec reached out to the reporter in an attempt to obtain additional information about the patient, but no response has been received.